Event description:
It was reported that during a hernia procedure the assembly before using was as normal practice as the reporter said. But while using the instrument on the patient, there was strange sound coming from the instrument. The surgeon took out the instrument and activated it outside of patient. The blade broke during activation. No patient consequences reported. Procedure was completed with same like device and one device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.